Event description:
It was reported that a pvc-free administration set leaked near the filter. This occurred during the beginning of patient infusion of infliximab. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned for evaluation. Visual inspection of the device revealed a crack at the end of the millipore filter. The device was gravity tested; then leak tested under water and was found to be leaking through the crack at the end of the millipore filter. The evaluation confirmed the reported condition. The cause could not be determined. However, this event was communicated to involved personnel to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.